Manufacturer narrative:
Zealand pharma ae assessor spoke with the v-go 20 user for further investigation of the hyperglycemia with being seen in the emergency room. Patient using v-go 20 bg is usually 90-180 mg/dl, occasionally 200, a1c 7% or lower, usually taking 1-2 clicks with meals. Patient habits lately have been a little different with sleeping late and missing meals. Patient has a visiting nurse for a wound on the inside of her right calf of her leg. The wound heals and then opens up and then repeats. On (B)(6) 2021 in the am bg level was in the 200s, patient changed her v-go because patient knew something was not quite right (patient reported the bolus button locked out), then took 3 clicks and ate something, bg then continued to increase. When patient visiting nurse arrived the nurse checked the v-go's user bg level at 394 mg/dl. Patient had no symptoms with the hyperglycemia. The nurse requested patient go to the emergency room (ER). When the patient arrived at the ER her bg was 518 mg/dl. The v-go was removed and she was managed with IV glucose. Six hours later when patient bg improved to under 200 mg/dl patient was released to go home. When patient checked her bg at home it was 99 mg/dl and patient bg continued in the normal range of 90-180 mg/dl. Patient bg on (B)(6) am was 96 mg/dl. There could be a logical reason for the hyperglycemia the v-go user was sleeping late and missing meals and patient had a wound that was not completely healing. The v-go cannot be excluded as a factor contributing to the hyperglycemia of 518 mg/dl though.

Event description:
The patient reported that the bolus button locked out. The patient removed it and replaced it with a new filled v-go device and experienced hyperglycemia of 495. The patient reported that she went to the emergency room on (B)(6) 2021 and patient sugar level went up to 518. The patient was treated and released the same day. St luke's hospital. The v-go 20 device that the patient was wearing when patient was in the hospital was removed and disposed of.